Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a routine follow-up visit, a decrease in the estimated battery longevity of 2.5 years was observed since the last follow-up visit approximately one year ago. A copy of device memory was saved and submitted to technical services (ts) for review, which confirmed that the power consumption has been increasing in a gradual fashion. Due to this anomaly, it was recommended that the device either be replaced or have the battery status re-evaluated in 90 days time. This device currently remains implanted and in service. No adverse patient effects were reported.